Event description:
A report was received that the patient developed infection at the lead incision site. Symptom includes soreness. Computerized tomography (CT) scan showed possible infection and confirmed under direct visualization. The patient was prescribed antibiotics. The patient underwent an explant procedure. The physician believed infection was related to an infected suture and not the product.